Event description:
It was reported that an alarm was heard confirmed by telemetry as a critical alarm due to zero ml reservoir volume. It was stated that the pump went empty in late 2010/early 2011. In (B)(6) 2010 patient was having back surgery when the catheter was accidentally cut at the spinal site. The catheter was still connected to the pump just disconnected from the intrathecal space. Drugs delivered via the device were morphine, bupivacaine and baclofen. Presently healthcare provider (hcp) believed that the pump contained saline but programmer showed drugs. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The patient later reported that the pump was turned ¿off¿ in 2010 after two cages were place in their spine. They clarified that the pump was filled with saline, programmed at the lowest setting, and it was left alone. The patient stated that the pump had not been filled since 2010. The patient reported hearing a ¿periodic beep¿ but stated they the pump now beeped every ten minutes. No telemetry was performed to identify why the pump was alarming. The patient reported they had an appointment to explant the pump on (B)(6) 2013 with a new healthcare provider.

Event description:
Additional information received reported that after patient's back surgery, saline was put in the pump.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the pump was filled with saline while patient was in hospital back in (B)(6) 2010. Patient was being seen by hcp to get off his oral medications and due to his back pain, not knowing how long the pump had been empty and considering the age of the pump a pump replacement was being considered. However it was stated that the date was not set for replacement because patient may require additional back surgery. Currently patient was without injury and was not hospitalized.